Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb) the central control monitor (ccm) displayed a 'disk boot error' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a 30-minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint but replaced the coin cell battery as a precaution. Testing was performed. The unit operated to the manufacturer's specifications.